Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that when changing customer's infusion set, the devise was not rewound first and all of the 40 units of insulin in reservoir was delivered into customer at once. Customer was taken to the hospital with blood glucose of 310 mg/dl but with no adverse reaction. Customer was treated with food. Caller was advised that 28 units of insulin were delivered into customer and 12 units of insulin went through tubing due to the type of infusion set used. Caller states that customer was being released and would call back with hospitalization information.